Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past two years for this item. Five (5) device history records were reviewed. There were no non conformances issued for these lots nor suture component lot. The product from this finished good lot and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Dehiscence if a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: (B)(4); item #sxpd2b420 stratafix spiral pdo knotless tissue control device; 2fs-0-pdo 24 x 24, lot unk.

Event description:
It was reported that: "surgeon performed a laparoscopic sacrocolpopexy on a pt on the (B)(6) 2015 in which he utilized stratafix to secure the vaginal mesh. On (B)(6), 2015, said pt returned to hospital complaining of abdominal pain which was found to be the result of an obstruction of the bowel. On (B)(6), 2015, a laparotomy was performed on the pt to correct the obstruction. In the laparotomy, it was observed that the stratafix had unravelled by approx 5cm. The barbs of the unravelled stratafix suture had adhered to the bowel which had caused the bowel to twist which led to the obstruction". Ref (B)(4).